Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that this internal battery is not lasting a reasonable amount of time. No patient incident reported, and will engage in monitoring.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The unit was able to obtain measurements and alarmed audibly and visually under alarm conditions. The device was left on battery power for 4.6 hours before emitting low battery alarm and shutting off, the battery voltage measured at 6.0 vdc. The battery has failed, it does not charge to an acceptable capacity. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6). A service history was reviewed for the involved product and no other confirmed failures related to the reported event were indicated.